Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device revealed that a delivery wire, coil and introducer sheath were returned for this complaint. The coil and delivery wire arms were not interlocked within introducer sheath as the coil returned out of it. The twist lock of the introducer sheath had been opened. Residues of blood were noted within the introducer sheath. The coil was advanced without friction from the introducer sheath. The introducer sheath was inspected and no anomalies were noted. The delivery wire was inspected and no anomalies were noted. The coil was returned stretched near the interlocking arm end, in addition this interlocking arm was found detached from the rest of the coil an was found within the introducer sheath. Microscopic inspection of the device observed that the delivery wire zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The main coil zap tip has a smooth surface. The interlocking arm was found detached from the rest of the coil, it was found within the introducer sheath. Dimensional inspection of the delivery wire and coil that could be measured were performed and were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. As per product dfu: "caution: in order to reduce the risk of complications, hand injection or continual introduction of heparinized saline solution should be maintained through the catheter and any intraluminal device. Heparinized saline solution reduces retrograde flow of blood into the catheter during coil delivery and reduces the potential for premature coil thrombosis, contrast crystal formation and/or clotting on both the coil and inside the catheter lumen." (B)(4).

Event description:
Reportable based on device analysis completed on 13-jun-2018. It was reported that the coil became stuck and detached in the microcatheter. The target lesion was located in the coronary vein. A 10mmx 40cm interlock¿-35 and a 6fr non-bsc catheter were selected for use. During introduction, the coil was introduced easily and was flushed by hand and did not have continuous flushing. However, it was noted that the coil stuck and detached in the hub of the catheter. The sheath was pulled back, coil disconnected and was hanging out of the hub; and was then pulled by hand out of the catheter. The procedure was completed with deploying more coils. No patient complications were reported and patient's status was stable. However, device analysis revealed that the interlocking arm was detached from the rest of the coil.